Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: address: unknown, information not provided. Section e1: initial reporter: email address and address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent cataract surgery with a synergy multifocal intraocular lens (iol), but the iol power was not correct. As a result, the patient could not see the distance vision well. The surgeon then checked the patient's eyesight and exchanged during secondary procedure with another same synergy iol. There was no report of unplanned vitrectomy, sutures and incision enlargement. Outside of standard care medication was not prescribed. Directions of use were followed. The patient was fully recovered. No other information was available.